Event description:
Per the surgeon, the patient experienced pain at the implant site. The magnet was found to be dislodged during a revision surgery on (B)(6) 2021. The device was explanted during the surgery, and the patient was reimplanted with a new device.